Event description:
It was reported that (4) tcr75, (1) tcr55, (1) tlc75, (1) ax55b, (1) tx60b, (1)tx60g were used during a lar procedure. It was reported by the rep that all products sent back were reported as "misfired". Opened another device to finish the case. There was no consequence to pt.